Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The force sensor error was observed upon power up. The pump failed the force sensor reading. This occurred because the force sensor was out of calibration. This occurred from use over time (calibration drift). The pump was over five years old. No fault actual was found with the device. The pump underwent recalibration and preventative maintenance.

Event description:
It was reported that the medfusion pump produced force sensor errors. No patient injury or complications were reported in relation to this event.